Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen turned off after being in the water and also keypad was unresponsive. Customer stated after changing battery also screen stays off and little light was flashing red. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display, back light anomaly or moisture damage noted during testing. (B)(4).